Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported pt with complaints of night blur, glare, and dry eye at lasik, post-op visit. Additional info has been requested. This report references the left eye. An additional report will be filed for the right eye.